Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was alleged that the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up # 1 date of submission 8/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 7/18/2017 with the following findings: during visual inspection of the pump, it was observed that there was moisture inside all internal areas of the pump, including on the display, on the keypad connector, and on the transceiver board. A replace battery alarm message occurred due to moisture damage in the pump. After the pump was powered and the keypad keys were pressed, the keypad became unresponsive. The investigation was unable to test the bolus button due to the keypad not working. A leak test was performed and failed due to the display lens leak. The keypad cover was removed and there were no contaminants found under the button contacts.